Manufacturer narrative:
Device was returned for evaluation. Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding implantation of a 26mm sapien 3 ultra resilia valve in the aortic position. Access was obtained from the left side. The 14f esheath plus went in without issues. The 26mm commander delivery system went in without issues. The 26mm sapien 3 ultra resilia valve was deployed without issues. During removal of the 14 f esheath plus, the sheath had split completely through and the introducer was sticking out through the split. The patients peripherals were fine after the procedure and no harm done to the patient. Imagery was provided for review and the picture provided showed a liner tear. The device was returned for evaluation and the pre decontamination observations showed a distal tip split on the sheath.